Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The system was removed due to infection. There was reported to be no pt injury. The pt recovered without sequela. The pump was used to deliver lioresal.